Event description:
It was reported that the user experienced hyperglycemia followed by hypoglycemia while using the ilet after announcing dinner and then consuming additional unannounced fatty, carbohydrate-heavy snacks, which the user identified as a use error; blood glucose rose to approximately 300 mg/dl and subsequent correction was followed by a low of 65 mg/dl, and the low was treated with oral glucose. Symptoms included no reported clinical manifestations. Outcomes included the event being self-managed without medical intervention or hospitalization. Investigation included complaint intake review and user-reported troubleshooting and education. Investigation of this case revealed that the event was attributable to user dietary intake without corresponding meal announcement. It was concluded that the device functioned as designed and that user use error related to missed meal announcement and large fat/carbohydrate intake led to the hyperglycemia and subsequent hypoglycemia.